Manufacturer narrative:
Individual patient data or identifiers are unknown. A manufacturer placeholder number has been provided. The median age and prevailing gender of the total study population (73 years and 33 out of 56 male) have been provided. The event date is unknown. The publication date has been provided. Implantation dates are unknown. The start of the study period has been provided. The devices remain implanted or their locations are unknown. They have not been returned for evaluation. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. The following literature article was reviewed: meisenbacher, k., hagedorn, m., grond-ginsbach, c., weber, d., böckler, d. And bischoff, m.s., 2021. Outcomes of thoracic endovascular aortic repair in thoracic aortic aneurysm and penetrating aortic ulcer using the conformable gore tag within and outside the instructions for use. Vascular, 29(4), pp.486-498. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: meisenbacher, k., hagedorn, m., grond-ginsbach, c., weber, d., böckler, d. And bischoff, m.s., 2021. Outcomes of thoracic endovascular aortic repair in thoracic aortic aneurysm and penetrating aortic ulcer using the conformable gore tag within and outside the instructions for use. Vascular, 29(4), pp.486-498. The article is a retrospective single-center study investigating the outcomes of thoracic endovascular aortic repair for patients with thoracic aortic aneurysms or penetrating atherosclerotic ulcers. From the study population, 195 patients were treated with conformable gore® tag® thoracic endoprosthesis devices. Graft or procedure-related serious adverse events were observed in 7 patients. Four of these patients were treated outside the criteria in the instructions for use. One patient presented with retrograde type a dissection, 3 presented with graft migration and 3 presented with with aortic diameter expansion without accompanying endoleaks. Seven patients required tevar-related reinterventions: case 1 was treated for a thoracic aortic aneurysm. The patient presented with a type ii endoleak fed by the left subclavian artery and was treated with occlusion of the left subclavian artery 10 days later. The patient later presented with persistent endoleak and aneurysm expansion and was treated with endolining 30 days after the original intervention. The patient later died due to laryngeal cancer. The patient¿s death was not attributed to the reintervention. Case 3 was treated for a thoracic aortic aneurysm. The patient was treated despite an inadequate proximal landing zone per the instructions for use. The patient presented with a type ii endoleak and was successfully treated with occlusion of the left subclavian artery 11 days later. The patient died to unknown reasons. The patient¿s death was not attributed to the reintervention. Case 4 was treated for a thoracic aortic aneurysm. The patient was treated despite an inadequate proximal landing zone per the instructions for use. The patient presented with a type ia endoleak and was successfully treated with a proximal extension 37 days later. Case 6 was treated for penetrating atherosclerotic ulcers. The patient was treated despite an inadequate proximal landing zone per the instructions for use. The patient presented with a type ii endoleak and was treated with occlusion of the left subclavian artery 25 days later. The patient presented with malnutrition and died. The patient¿s death was not attributed to the reintervention. Case 7 was treated for penetrating atherosclerotic ulcers. The patient was treated despite an inadequate proximal landing zone per the instructions for use. The patient presented with subclavian steal syndrome and was treated with a left carotid artery ¿ left subclavian artery bypass 390 days later. Case 8 was treated for penetrating atherosclerotic ulcers. The patient was treated despite inadequate distal and proximal landing zones per the instructions for use. The patient presented with left brachial ischemia and was treated with a left carotid artery ¿ left subclavian artery bypass 34 days later. The patient later presented with a type ib endoleak and was treated with a distal extension 3.5 years after the original intervention. Case 9 was treated for penetrating atherosclerotic ulcers. The patient was treated despite distal and proximal landing zones and aortic diameter not meeting the criteria in the instructions for use. The patient presented with a type ii endoleak fed by the left subclavian artery and was treated with occlusion of the left subclavian artery 34 days later. The patient then presented with a type ib endoleak and was treated with a distal extension 230 days after the original intervention.

Manufacturer narrative:
The author was contacted multiple times regarding the reported adverse events in the article and was requested to provide additional information like possible allegation against gore devices, the serial# of the used devices, date of events, patient details and a more detailed event description. As no additional information has been provided, this report will be finalized with the information available.